Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples were only recently received and forwarded for evaluation to the supplier, we purchase the product from. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
Customer advised the vacuette tubes are not filling all of the way and not centrifuging well. The following answers were received in an additional interview on october 14, 2022: do you have unused product of reference/lot to return for evaluation? Upon your reply, I will send a prepaid ups label for the return. - it is difficult to determine if there are unused kits with tubes from this same lot #. How many occurrences have taken place? - 2 separate occurrences with 2 different home health nurses and 2 separate remote locations. However the tubes are suspected to have been packed in kits from the same lot. Can you specify the type of needle used during venipuncture - straight, winged-set, or other? - venipuncture straight needle-18g is used. In percentage, how much under the 2ml fill mark is the specimen tube underfilling? - 25%, and after centrifuge there is less than 1ml of serum available. Can you provide photos displaying the underfilled tubes? Sent by the home health nurse collecting these samples. Can you clarify the comment: "the tubes are not centrifuging well"? - the home health nurse has stated that centrifuging only provides "very little serum, under 1ml" and they have tried re-centrifuging but it does not help. Can you provide the make and model of centrifuge? - no information received. What is the centrifugation speed in rcf? - 1300 rpm. What is the centrifugation time? - 15 minutes. Is serum or plasma the intended sample product for your testing? - serum.

Manufacturer narrative:
No samples were received for evaluation. Received customer pictures. We have no further inventory of the material/batch. We have no further complaints for the material/batch. We forwarded the complaint and customer pictures to our affiliated headquarters in austria from which we receive this product. According to their investigation and comments, a review of production documentation revealed no deviations related to the claimed error. The cause of the event cannot be determined. Corrected data; h6: type of investigation, investigation findings, investigation conclusion; h10: manufacturer narrative.